Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a major bleeding adverse event. Although tests for fecal occult blood were negative, it was suspected that the patient was experiencing gastrointestinal (gi) bleeding and that the patient might have had a small intestinal hemorrhage. An endoscopy and CT scan were performed; however, the specific site of bleeding could not conclusively be determined. Reportedly, it was suspected that the continuous flow from the lvad might have contributed to the patient's gi bleeding. The patient was readmitted to the hospital and was transfused with less than four units of red blood cells. No other treatments were administered at that time. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 5 months. The event occurred at (B)(6). A direct correlation between the device and the reported gi bleed could not be determined. The patient remains ongoing on lvad support and no additional complaints have been reported at this time. A review of device history records showed no deviations from manufacturing or qa specifications. The heartmate ii instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.